Manufacturer narrative:
This MDR filing is to report the injuries sustained to two children involved in the same bus accident which occurred in (B)(6) 2017. A voice message was left for (B)(6) of (B)(6) medical on 7/10/2018 (since he was not available) requesting a return call in order to obtain more information regarding this incident. Another message was left for him on 7/12/2018, since he was again unavailable, with a representative at his office. I also followed up my phone call with an email to (B)(6). (B)(6) called on 7/13/2018 to discuss the incident. He stated that the children involved in this accident are from the same parent. Both children were treated at a hospital for their injuries. One child was treated for a fractured neck and the other child for two broken legs. Per the mother's report to (B)(6), the child with the fractured neck was in the quickie rhythm power chair and the child which suffered the two broken legs was in the zippie 2 manual chair (MDR 9616084-2018-00009 filed). As a result of the accident, the quickie rhythm power chair was "destroyed", with the frame broken in half. The chair was no longer in use. The zippie 2, however, had some damage but was still being used by the mother. However, (B)(6) stated since he was made aware of the incident he retrieved both chairs and is now in possession of them. Currently (B)(6) has both chairs in a storage facility. Per (B)(6), the chairs are stored in a location that would take him several hours to get to, but he will make an attempt to retrieve the serial numbers for sunrise medical. He did mention that he is almost certain that both chairs were equipped with a transit tie down system, however, this cannot be verified without the wheelchair serial numbers. (B)(6) also stated that a lawsuit is being sought by the children's mother against the bus company and the hospital. She is not seeking legal action against sunrise medical since there was no failure in the product and the subject wheelchairs did not cause or contribute to the children's injuries. (B)(6) also mentioned that the mother was not very willing to provide much more information. However, if he does receive any additional information from her, he will provide an update to sunrise medical. No further investigation will be performed by sunrise medical (us) llc.

Event description:
Per dealer (B)(6), a school bus was involved in an accident that resulted in serious injuries to two children. Allegedly the bus ran into a car and then hit a pole. (B)(6) believes the power chair was not tied down properly due to all the damage the chair sustained but the manual chair was tied down correctly. (B)(6) stated there were injuries and reported one child broke his neck and another broke both legs. The accident happened last (B)(6) 2017, however he just found out about it a week ago. (B)(6) did not have the serial numbers of the wheel chairs but he did identify them as a zippie 2 manual wheelchair and a quickie rhythm power wheelchair with tilt.